Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post-implant the implantable pulse generator (ipg) exhibited premature recommended replacement time (rrt) trigger. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Hybrid analysis confirmed the field-reported premature recommended replacement time and determined it was due to high current drain caused by a leaky tantalum filter capacitor. If information is provided in the future, a supplemental report will be issued.